Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to increasing impedance and thresholds measurements. During extraction the lead broke and part of the lead was left in the atrium and an echography was performed. Later on, the physician was able to remove the rest of the lead parts. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to increasing impedance and thresholds measurements. During extraction the lead broke and part of the lead was left in the atrium and an echography was performed. Later on, the physician was able to remove the rest of the lead parts. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.